Event description:
It was reported that the patient has expired after an implant duration of approximately 119 months. Through follow-up with the surgeon, the cause of death was noted as heart failure. Per the operative report (of 2009), during the procedure, the surgeon discussed with the patient's family about further mechanical support including biventricular assist with potentially oxygenator support. The patient's family was not in favor of any further escalation of mechanical support. Surgeon had to respect the family's wishes.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Corrected data: the patient expired after zero days implant duration; not 119 months.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had a valve explanted. Through follow up with the surgeon (via fax), additional information and a copy of the the operative report was received. A device history record review is in process.